Manufacturer narrative:
The handpiece was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation has been completed.

Event description:
It was reported that the handpiece was leaking after the completion of a surgical procedure. This was noticed when the account was attempting to clean the equipment. The substance did not come into contact with the pt. The procedure had been completed. There were no adverse consequences reported as a result of this event.